Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed and the cause appears to be use related. The product returned for evaluation was one 4 fr single lumen powerpicc solo. The investigation findings are consistent with catheter damage caused by contact with a sharp edged instrument such as a scalpel. The returned product sample was evaluated and a split was observed approximately 2 cm distal to the luer hub. Microscopic examination of the catheter split confirmed it was typical of contact with a sharp bladed instrument, and the characteristics observed which supported this type of failure included: ¿ the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on a scalpel-type instrument. ¿ sharply formed fracture edges ¿ planar shape to the fracture surface ¿ blood residue was seen on the sample which showed that the product had undergone at least some use the short time frame between the insertion date and the date of discovery suggests this damage likely occurred during insertion. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The product IFU states: ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps.¿ a lot history review (lhr) of recv1000 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC had a "tiny hole" in the clear extension leg that began to leak. The PICC was removed and replaced.

Event description:
It was reported that the PICC had a "tiny hole" in the clear extension leg that began to leak. The PICC was removed and replaced.